Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned drivers were examined under magnification. Under magnification, it was confirmed that the batch numbers of the 1.5mm hex driver tip, locking groove (part number 80-0728) were 577521 and 576379. A torsional fracture pattern was identified within the hex tip of both drivers, with the fracture faces being primarily transverse to the long axis of the drivers. The fracture surfaces showed some round lines indicating twisting, and the hex edges are also slightly rounded and showed signs of twisting as well. The driver tips were measured to determine the location of fracture and approximate the amount of material missing. The first driver measured 2.6825 inches, indicating that approximately 0.0675 inches had broken off the tip. The second driver measured 2.687 inches, indicating that approximately 0.063 inches had broken off the tip. A torsional fracture pattern likely indicates an excessive twisting load about the drivers' central axes. However based on the information received and due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported that during a procedure, two (2) driver tips broke and stripped screws. Attempts to obtain further information regarding the event and patient were made to no avail. No further information is available. This report is related to report number 3025141-2023-00060 for the other driver tip involved in this event.